Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited electrical issues. Clavicle crush or lead to can abrasion was suspected. It was also noted that the patient was experiencing extracardiac stimulation. The lead was reprogrammed to decrease the stimulation with no success. It was further noted that there was lead noise and impedance issue. The lead was capped and replaced on (B)(6) 2017. The patient tolerated the procedure well and was doing fine.